Manufacturer narrative:
Manufacturing investigation evaluation: received one (1) article of applicator handle for manufacturing investigation. The part was received un-mounted, respectively not assembled with associated parts (03.812.003 and 03.812.004). The instrument has no visible damage. During the manufacturing investigation, a functional test was performed. The article passed the functional test. During a second test with the counterparts of this complaint (03.812.003/03.812.004), a jamming on thread m16x1.5lh was observed. The thread itself passed the test. It was manufactured according to the drawing specifications. Around the 5th/6th flank of the thread, slight traces of jamming, seizing are visible with a magnifying glass. The jamming or seizing occurs when the instruments have been used without lubrication. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed ¿ two instruments received: a) assembled applicator (inner shaft, outer shaft and knob) containing broken part of peek implant b) assembled applicator (outer shaft and knob) containing trial implant small 10. The two received instruments were both jammed. With a force of around 3nm the thread could be released. Parts show normal wear and tear. The inner shaft (03.812.003) and the trial spacer (03.812.310) seem to be slightly bent. Assembly without inner shaft or trial implant does not produce resistance in thread. Only when the inner shaft or trial implant is inserted, the jamming occurs. The jamming happens just at the point where the security ring needs to be pushed down to release the retaining blocks. One of the two outer shafts shows corrosion. So does the inner shaft and the trial. This might have caused the jamming. Corrosion is addressed separately in the corrosion evaluation. The design of the parts is adequate. Parts shall be evaluated by production with a special focus on the thread of 03.812.001/004 and recess on 03.812.003/010. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing site: (B)(4) - manufacturing date: august 12, 2014. No non-conformance reports (ncr) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 7 for (B)(4).

Event description:
Device reported from synthes EU reports an event in (B)(6) as follows: during surgery, two devices utilized to insert the t-pal spacer became blocked in the close position and could not be removed during the surgery process. The implant broke at the proximal point. This resulted in about an hour surgical delay, and there was reported no harm to the patient. This complaint involves four (4) parts. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.